Manufacturer narrative:
Date received by manufacturer: 14oct2019. Date of report: 16oct2019. The resistance and resistance ratio were out of specifications. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touch screen failure. There was patient involvement, but no one was harmed.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen failure issue and replaced the touch screen to address the reported problem. The manufacturer¿s field service engineer (fse) repeated the test screen accuracy & the whole equipment runs well.

Event description:
The customer reported touch screen failure. There was patient involvement, but no one was harmed.